Manufacturer narrative:
The additional vessel closure devices with reported issues are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with 8 prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff miss [suture retrieval issues] occurred with 6 of the prostyle devices. Additionally, the sutures of two prostyle devices caught a ligament and part of vessel wall, and did not achieve hemostasis of the large hole post procedure as the sutures did not properly capture the artery wall. A vascular surgeon was called to perform a cut-down and the use of prostyle devices were abandoned. Hemostasis was achieved using manual suturing. Due to the need for a cut-down, there was a reported clinically significant delay of 2 hours in the procedure. The patient went under general anesthesia and was intubated. The patient required additional hospitalization. No additional information was provided.